Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 350 mg/dl. The customer had been experiencing high blood glucose levels for (B)(6). Troubleshooting was performed, and the daily totals did not match with the basal rate and bolus delivery totals. Found that the customer doesn't always enter a blood glucose reading when using the bolus wizard feature. Also found that the customer uses the dual/square wave bolus to treat for high blood glucose levels. The customer was advised on both of these issues. Advised the caller that the insulin pump would be replaced due to the history anomaly. Nothing further was reported.